Manufacturer narrative:
On 07dec2025, the authorized service provider (asp) inspected the device and was unable to reproduce the issue. However, since the alarm occurrence could be found in the device's event log, the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a preventative measure. Following the part replacement, the asp completed a cleaning, running test, and functional test, confirming the device was fully functional and able to be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Testing of this cpu with the accusation of a backup alarm failure (error code 1104) has been analyzed, and the results of the testing of this cpu have resulted in a no problem being found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No patient information was disclosed by the customer. At the time of the event, the device otherwise continued to operate when the alarm occurred. The customer addressed the issue by replacing the alarming ventilator with another v60. No medical intervention was required for the patient at the time of the event/ventilator switch. A sales representative went to the customer site and retrieved the device to bring to a repair center for evaluation. On 18nov2025, an authorized service provider (asp) evaluated the device at a repair center. The asp was unable to reproduce the backup alarm failed alarm. The asp was able to confirm the previous occurrence of the alarm in the device's event log. The asp determined that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).